Event description:
Procedure: hemicolectomy, reportedly the reload locked up on mesentery and the instrument would not open. The surgeon had to cut off cartridge off the mesentery. No further pt injury reported.